Event description:
Revance notified teoxane of an adverse event on 24-may-2023. A partient was injected on (B)(6) 2023 with 1 ml of rha 4 in right temple. The injection was done using a 22g canula. Immeditely after the injection, the patient complained about pain which was first assessed as contusion. The pain persisted for 24 hours. On (B)(6) 2023, the patient had a flight trip. On (B)(6) 2023, the patient noticed faint reticular pattern on forehead. The same day, 1 ml of hyaluronidase (hylenex) was injected in addition with heat and massage. The situation immediately improved. On (B)(6) 2023, the patient experienced slight discoloration on right temple and central superior forehead. On (B)(6) 2023, the area continued to darken. 0.5 ml of hyaluronidase (hylenex) were injected in the morning and additional 0.5ml were injected in the afternoon. On (B)(6) 2023, the area darkened even more. 4 ml of hyaluronidase (hylenex) were injected on the same day, in addition with heat and massage. At the time we received initial information , on (B)(6) 2023, we were informed that no worsening of the situation was observed since 13-may-2023. The situation was resolving. We were informed that the patient injected prp on (B)(6) 2023 and began applying oxygen to the wounds via eo2 oxygen delivery system via facial patch. The patient had a treatment history of dermal fillers. According to the symptoms described, as well as the treatment prescribed, a vascular occlusion could not be excluded. Thus, the case was reproted to the FDA. Despite reminders, no additional information could be retrieved regarding complete resolution of the symptoms. Thus, the case was closed as is.

Manufacturer narrative:
According ot the information received, a vascular occlusion cannot be excluded. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
Revance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with 1 ml of rha 4 in right temple. The injection was done using a 22g canula. Immediately after the injection, the patient complained about pain which was first assessed as contusion. The pain persisted for 24 hours. On (B)(6) 2023, the patient had a flight trip. On (B)(6) 2023, the patient noticed faint reticular pattern on forehead. The same day, 1 ml of hyaluronidase (hylenex) was injected in addition with heat and massage. The situation immediately improved. On (B)(6) 2023, the patient experienced slight discoloration on right temple and central superior forehead. On (B)(6) 2023, the area continued to darken. 0.5 ml of hyaluronidase (hylenex) were injected in the morning and additional 0.5ml were injected in the afternoon. On (B)(6) 2023, the area darkened even more. 4 ml of hyaluronidase (hylenex) were injected on the same day, in addition with heat and massage. At the time we received initial information , on (B)(6) 2023, we were informed that no worsening of the situation was observed since (B)(6) 2023. The situation was resolving. We were informed that the patient injected prp on (B)(6) 2023 and began applying oxygen to the wounds via eo2 oxygen delivery system via facial patch. The patient had a treatment history of dermal fillers. According to the symptoms described, as well as the treatment prescribed, a vascular occlusion could not be excluded. Thus, the case was reported to the FDA. The complete resolution of symptoms is unknown, the situation remains monitored.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.